Event description:
It was reported that a chronic subcute perforation into the pleural space was observed during open heart surgery. Affected area was patched.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.